Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of fluid overflowing out of the air filter was confirmed. A small tear next to the valve piston slit was noted. The cause of the reported leakage appears to be due to puncture of the valve with a needle by the user. This valve is not designed to accept a sharp tip needle and will leak if a needle is used to access it. The device history record was reviewed and no quality issues were noted during production build for the lot number reported.

Event description:
The user reported that a dextrose infusion was started at 80 ml/h with the roller clamp to the bag opened and the air filter on top of the burette closed. During the infusion, it was noted that fluid was overflowing out of the air filter. No patient harm reported. No additional information was available.